Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient presented with saddle pulmonary embolism and acute large deep vein thrombosis (dvt) of the left lower iliofemoral extremity. Venography of the inferior vena cava (ivc) delineated the origination the renal veins. The optease filter was deployed without difficulty. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, migration, embedment and device unable to retrieved. Approximately three months post placement, during a removal attempt, the bottom half of the filter was able to be sheathed; however, the superior portion was fibrosed to the vessel. The procedure was then discontinued. A post-attempt venography performed confirmed the ivc filter remained in place and the flow through the filter was brisk with no evidence of dissection of the vein. Per the patient profile form (ppf), the patient reports migration of the entire filter other than to the heart and an unsuccessful percutaneous removal procedure. A CT scan also reported migration of the filter. These injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, migration, embedment and device unable to retrieved. As a directe and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, at filter placement, the patient presented with saddle pulmonary embolism and acute large deep vein thrombosis (dvt) of the left lower iliofemoral extremity. Venography of the inferior vena cava (ivc) delineated the origination the renal veins. The optease filter was deployed without difficulty. Approximately three months after filter placement, the patient presented to have the ivc filter retrieved. Using an end snare and ultrasound guidance, the surgeon was able to snare the distal end of the filter and tried advancing the sheath over the filter.the bottom half of the filter was able to be sheathed; however, the superior portion was fibrosed from the vessel and the patient experienced pain . The procedure was then discontinued. A post-attempt venography performed confirmed the ivc filter remained in place and the flow through the filter was brisk with no evidence of dissection of the vein. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one-month post implantation. The patient reports migration of the entire filter other than to the heart; filter embedded in wall of the ivc; device unable to be retrieved, and an unsuccessful percutaneous removal procedure attempt approximately three months after the filter was implanted. A computed tomography (CT) scan that was performed also reported migration of the optease ivc filter. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, migration, embedment and device unable to retrieved. As a directe and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, at filter placement, the patient presented with saddle pulmonary embolism and acute large deep vein thrombosis (dvt) of the left lower iliofemoral extremity. Venography of the inferior vena cava (ivc) delineated the origination the renal veins. The optease filter was deployed without difficulty. Approximately three months after filter placement, the patient presented to have the ivc filter retrieved. Using an end snare and ultrasound guidance, the surgeon was able to snare the distal end of the filter and tried advancing the sheath over the filter.the bottom half of the filter was able to be sheathed; however, the superior portion was fibrosed from the vessel and the patient experienced pain . The procedure was then discontinued. A post-attempt venography performed confirmed the ivc filter remained in place and the flow through the filter was brisk with no evidence of dissection of the vein. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately one-month post implantation. The patient reports migration of the entire filter other than to the heart; filter embedded in wall of the ivc; device unable to be retrieved, and an unsuccessful percutaneous removal procedure attempt approximately three months after the filter was implanted. A computed tomography (CT) scan that was performed also reported migration of the optease ivc filter. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Updated sections d4 (device expiration date) and h4 (device manufacture date).

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, migration, embedment and device unable to retrieved. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, migration, embedment and device unable to retrieved. As a directed and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.